Event description:
On 15 may 2024,senseonics was made aware of an incident where physician was unable to remove the sensor because there was too much scar tissue around the insertion site.

Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor and next date of sensor removal could not be confirmed.